Event description:
It was reported that the patient developed a thrombosis at the subclavian region and suspected infection with pain at the left shoulder. The patient was hospitalized and received medication. The implantable cardiac defibrillator (ICD) and leads remain in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable tachy lead 2013 (B)(6); 459888 implantable pacing lead 2013 (B)(6); (B)(4) implantable cardioverter defibrillator 2013 (B)(6). (B)(4).